Event description:
The pacemaker was interrogated two days after implantation. No pt data was available and the ventricular lead impedance was over 3000 ohms.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B) (4). The reported event (high lead impedance) was due to a bad connection between the pacemaker and the ventricular lead. Since the re-intervention occurred, leads have been properly re-connected. The auto-implantation has been completed successfully. No anomaly was observed in the patient files from the interrogation performed after the re-intervention. Therefore, no additional recommendation is needed.